Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the customer's most recent charge during troubleshooting with tandem technical support was unable to confirm the reported battery issue. The customer¿s blood glucose level was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.